Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
"Broke at the tip". Add'l info was rec'd from customer. "The surgery was (posterior lumbar interbody fusion (plif) revision. The malibu polyaxial screw driver 8.0+ tip broke midway white advancing an 8.5x45 screw where a 7.5x45 had been removed. The surgeon used a short rod, cap and the counter torque and finished advancing the screw. The tip was fused to the screw so it was left in and will remain in the patient "because it is covered by a rod and cap". Surgery was completed, there was no adverse consequence to the patient reported and the surgery was delayed by 2 minutes due to this issue.